Manufacturer narrative:
The unit was tested remotely and the logs file have been reviewed after it was put on charge after the reported incident. The unit worked without issue and it was able to prime / de-prime / regulated temperature. Nevertheless, it was not possible to replicate the fault found on site and the root cause was not determined.

Event description:
User reported that the device was unable to heat to a set temperature. No adverse consequences occurred to the patient.